Manufacturer narrative:
The reported event of stylet stuck in lead was confirmed. The ptfe coating of the stylet was found stripped and was bunched up with the inner coil. The cause of the reported event was isolated to the bunching of the stripped stylet, ptfe coating and inner coil at the connector region.

Event description:
It was reported that during a lead implant procedure the stylet for the left ventricular electrode could not be removed. The physician replaced the lead to complete procedure. The patient was in stable condition.